Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery to atrioventricular branch. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. After multiple attempts, the device was able to cross. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.